Event description:
It was reported that during left ventricular (lv) lead implant procedure, the lead could not be advanced when it reached coronary vein. Angiography was performed again and venous dissection was detected. The lv lead was removed and physician elected to implant a dual-chamber pacemaker instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.